Event description:
The returned electrodes were analyzed and visual inspection revealed traces of potting epoxy on the hub. The epoxy leaked through the shaft opening in its liquid state during the manufacturing process, and was not removed after curing.